Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that there were some compromised force sensor system alarms in the alarm history. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.